Event description:
It was reported that signal loss over one hour occurred. On the day of the event, he patient was reportedly aware of the signal loss and encountered signal loss for 2 hours. Readings reportedly came back after 2 hours. The cgm value upon signal return was not described. The patient had vomiting, seizure, and experienced loss of consciousness lasting 20 minutes. The patient bit her thumb, sprained her ankle, and bit a chunk of her tongue. She had reportedly been unable to check the bg by fingerstick prior to calling emergency medical services (ems). The last know cgm reading was reportedly 280 mg/dl at an unspecified time. The bg by ems was 32 mg/dl and paramedics administered a glucose pill. The patient was transported to the hospital and only stayed 1 day in the emergency room. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.